Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 23 mmol/l. The customer reported that the insulin pump received failed battery test alarm and the insulin pump was not delivering properly and was dead. The customer treated high blood glucose levels with manual injections. Troubleshooting was not completed during the call. Product is not expected to return.